Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in the shell and the fill channel, one opening curved on the posterior, observed void >1 mm in non-textured, valve-to shell-bond area and crease flat. Leak test and microscopic analysis was performed which identified: one opening striated on the posterior, one opening sharp on the valve bond edge and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. A sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.